Event description:
The surgeon reported femoral notching was observed on the post-op x-ray. The surgeon stated that a notch warning appeared on screen during gap assessment but was resolved after making necessary femoral implant position adjustments. He noted that after saving the adjustments, the expected confirmation screen did not appear. The case was completed robotically, and a visible femoral notch was observed after completing the 4-in-1 femoral cuts. The notch was consequently confirmed with the post-op x-ray.

Manufacturer narrative:
A surgeon reported the presence of a femoral notch observed on a postoperative x-ray following a robot-assisted total knee arthroplasty. A technical investigation was performed, including review of the tnav system log files. The logs confirmed that the final implant plan was properly confirmed and transferred to the robotic cutting system (tmini). The predicted anterior notch in the plan was minimal (approx. 0.9 mm) a warning is presented to the user for notches above 1mm, and there was no log evidence of a larger notch being planned or presented. Registration confidence was within acceptable limits throughout the case. The software functioned as intended during plan finalization and data transfer; however, the reported absence of a confirmation screen may indicate a potential user interface anomaly. Although the system did not present a plan with a 5 mm notch, a deeper than expected notch occurred during resection. The instrumentation used during the manual portion of the procedure (improper placement of cutting guide, excessive saw angulation, or manual cuts) can lead to femoral notching. As of the date of this report, no adverse patient outcomes or medical interventions have been reported. Nonetheless, due to the potential user interface anomaly and the presence of a postoperative condition (femoral notch) think surgical decided to report this event.